Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence secondary to erosion. The physician suspects that the erosion was caused by a nurse placing a foley catheter without deactivating the device. During the revision procedure, the cuff was removed, and a deactivation plug was placed on the tubing where the cuff used to be, and the physician performed a urethroplasty. There were no further patient complications.